Event description:
Physician was inserting a stent in the om during pci. While guidewire was being advanced, they could not thred it through. When they withdrew the guidewire the undeployed stent was not on the guidewire and was retained in the patient.